Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date (recently) a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg) tube placement. The patient had an erythema around the stoma with green exudate. The stoma infection was treated with amoxicillin /clavulanic acid 875 mg every 8 hours for 15 days.